Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two abre venous self-expanding stent were used to treat the civ, eiv and cfv. Approximately 35 months post procedure patient suffered from restenosis in the the civ, eiv and cfv.. It was reported that the event is related to the target lesion.